Event description:
It was reported that the patient presented for post-operation check. Upon interreogation, the left ventricular lead was noted to be dislodged. The lead was revised and repositioned. The procedure was concluded without complication.